Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. No patient injury or serious harm was reported. The device was returned to a third-party service center for evaluation. The device log files were successfully downloaded and reviewed in full. Analysis of the logs identified a "vent service required" alarm indicating that the internal or detachable li-ion battery was not charging due to a hardware fault for a duration of one minute or more. To resolve this issue, the system printed circuit assembly (pca) and battery were replaced. Additionally, the battery muffler was replaced due to dust, and the filter was replaced due to contamination. The device filters and filter cap were also replaced. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of a vent service required alarm indicating that the internal or detachable li-ion battery was not charging due to a hardware fault for a duration of one minute or more is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.